Event description:
The customer reported the system will not produce fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A loose video connection was found. The rep reseated video connectors in camera assembly. And, adjusted collimator position. The system now operates as intended.